Manufacturer narrative:
It was reported that the blue clc in the uvt 1258a kit doesn't allow blood to be drawn through it. Staff replaced the blue adapter with a clear mc100 product then blood sample was obtained. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Staff are reporting that this blue clc in the uvt 1258a kit. It doesn't allow blood to be drawn through it.